Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The auxiliary common gas outlet was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit could not maintain pressure while using the auxiliary common gas outlet in an open circuit during patient use. The unit was swapped out to continue. There was no report of patient injury.